Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of input tube wear and avulsion. The cylinder had broken fabric threads. The other cylinder performed within specifications. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device failed to inflate. The patient stated that the pump component remained flat during pumping. The patient also noted that the air in the system could be heard. The existing pump and cylinder components were explanted and replaced with a spectra penile prosthesis (spp). The existing reservoir component of the ipp remains implanted in the patient. The procedure was successfully completed without any further complications. A tear was also observed in the explanted right cylinder.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device failed to inflate. The patient stated that the pump component remained flat during pumping. The patient also noted that the air in the system could be heard. The existing pump and cylinder components were explanted and replaced with a spectra penile prosthesis (spp). The existing reservoir component of the ipp remains implanted in the patient. The procedure was successfully completed without any further complications. A tear was also observed in the explanted right cylinder. The explanted ipp components are expected to be returned. A supplemental report will be filed upon completion of the product analysis.